Manufacturer narrative:
Follow-up #1 date of submission 07/23/2015-product analysis: the device was returned and evaluated by product analysis on 07/08/2015 with the following findings: the complaint could not be investigated due to an unrelated issue. The pump was returned without a bolus button; responsiveness could not be tested. Unrelated to the complaint, investigation revealed the display screen was dim and discolored. The keypad was found to be torn. Evaluation revealed the down and up keypad buttons were intermittently responsive. There was evidence of keypad contamination found under all key contacts. Two battery compartment cracks were observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the display was dim and difficult to read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.